Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 1627487-2020-02123. It was reported that the patient has been experiencing ineffective therapy. The patient reported feeling sensations behind their ear and the physician believes the leads migrated. As a result, surgical intervention took place on (B)(6) 2020 wherein both leads were explanted and replaced. High impedance levels were noted during surgical intervention.